Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely. Upon review, the implantable cardioverter defibrillator delivered multiple inappropriate shocks due to atrial fibrillation with rapid ventricular response. No intervention was performed. The patient was stable.